Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited noise and oversensing which resulted in 2 seconds of asystole. The patient was seen for a lead revision procedure where a lead fracture was suspected although not conclusively identified. The lead was explanted, replaced and returned. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A set screw marks noted on the terminal pin 2. Also a blood/body fluid was also noted in the helix housing. Furthermore, cuts were noted in the lead insulation at the suture sleeve tie down site and in the suture sleeve. The lead was determined to have been electrically continuous. The clinical observations could not be confirmed.